Event description:
It was reported that when suturing the underlying dermis of the patient's back, approximately 1mm of the needle tip broke. An x-ray confirmed that the tip was retained in the patient. The operation was delayed 2.5 hours to find the needle tip.